Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin was not delivering during manual bolus. Customer reported that the same issue occurred the day after and customer removed the battery. Customer then received a battery out limit alarm. Customer was advised that this was normal. Customer's blood glucose was 300 mg/dl. After troubleshooting, insulin pump would be replaced per customer's request.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window and a cracked reservoir tube lip.